Event description:
Caller reported that the cgm graph was missing on the pump home screen and that the unlock buttons appeared different. There was no adverse impact to the customer¿s blood glucose level. Since the customer was unavailable for further assistance, they were advised by technical support to reach out as soon as possible for continued troubleshooting and acknowledged they would rely on manual daily injections (mdi) in the meantime.